Manufacturer narrative:
A varian customer service rep (crs) was dispatched to site to perform an investigation . Upon his arrival he identified that the digital gun driver had experienced a catastrophic failure which included a fire. Closer inspection revealed that the capacitor between the hot and cold decks (c-1) had started on fire and melted releasing the oil contained within. All gantry and collimator covers were removed and a thorough cleaning was performed. A new digital gun driver assembly was ordered, installed, and verified to be operational with no reported errors. Basic beam tuning was completed on thursday afternoon. The electronic portal imager remains non functional due to collision circuit failure. The site is currently using the equipment without the portal imager and varian scheduled a service call for to resolve the imager problem. Though there was no report of serious injury as a result of this event, varian has determined that, should this issue recur, serious injury could potentially result. A review of the material data sheet (msd) for the combustible material (capacitor) involved revealed no serious health hazard. Varian has reviewed complaint reports of the last three years and there are no similar issues reported/no trends of this issue. Varian will continue to monitor this site and trend this issue. No follow-up to this MDR is expected.

Event description:
The customer called the varian help desk and reported that while programming up the equipment for a treatment they experienced a gfil interlock. Subsequent to the reported gfil interlock a fire occurred in the gantry of the machine which produced smoke and visible flames. The customer immediately depressed the emergency off pushbuttons to eliminate power to the equipment. There was no report of serious injury as a result of this issue.